Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported receipt of the replacement communicator and successful completion of the MRI; however, after exiting MRI mode and turning on stimulation, pt felt no stimulation and reported pain. Pt increased stimulation on groups a, b, and c without improvement. Pt stated no current hcp for the implant. The patient was redirected to their hcp. Physician listings were sent to the patient.